Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00502, 0001822565-2022-00503 , 0001822565-2022-00504 , 0001822565-2022-00505, 0001822565-2022-00506, 0001822565-2022-00507, 0001822565-2022-00508, 0001822565-2022-00509, 0001822565-2022-00510. Medical product: femoral posterior augment cemented size 5, 5+ 10 mm thickness ; item# 42556805810 lot# 64363735. Femoral posterior augment cemented size 5, 5+ 10 mm thickness ; item# 42556805810 lot# 64363735. Femoral posterior augment cemented size 5, 5+ 10 mm thickness; item# 42556805810 lot# 64499740. Femoral posterior augment cemented size 5, 5+ 10 mm thickness; item# 42556805810 lot# 64499740. Stem extension 3mm offset splined uncemented 15 mm diameter +135 mm length; item# 42560313515 lot# 64769715. Tibia fixed cemented left size d stem extension use required; item# 42542006701 lot# 64334564. Articular surface fixed bearing cck) left 14 mm height; item# 42512800414 lot# 64316032. Stem extension 3mm offset splined uncemented 13 mm diameter +135 mm length; item# 42560313513 lot# 64769817. Tibial central cone size fixed tibia item# 42545000508 lot# 64643004. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced moderate l pes anserine bursitis approximately eight months post implantation. The patient was given cortisone injections and the issue resolved. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised and requires post revision injections. Pes anserinus burstitis on left knee confirmed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient experienced pain and pes anserine bursitis requiring ongoing and consecutive steroid injections approximately seven months post revision surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, b7, d2, g1, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, and h11. Corrected: h4. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised and requires post revision injections. Pes anserinus bursitis on left knee confirmed. The patient has been treated with cortisol injections for pain. The patients presented mild-pain and was put on pain management for peripheral neuropathy although not related to the study knee. X-rays presented no significant findings. The patient was treated approximately one year ago for a left knee per bursitis with cortisone injection. A definitive root cause cannot be determined. This complaint is confirmed based on the medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.